Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had a c ardioversion 2 weeks ago and today they are seeing a message on the handset that says no device response. Reviewed how to close out of all running applications, restart the handset and power off communicator communicator. Patient attempted to connect to the ins and saw no device response. The patient was redirected to their healthcare provider to further address the issue. 2026-jun-3 mpxr1437634 (rep,hcp): additional information received from hcp indicating the 'battery is fried' following cardioversion. Interrogation was attempted. Device will be replaced at a future date.